Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported device damaged by another device (detached) is due to the septum not being dilated enough (procedural conditions). The slda appears to be a cascading effect of the device damaged by another device. The reported additional therapy/non-surgical treatment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat grade 4+ degenerative mitral regurgitation (mr). The first clip (01024u109) was implanted without issue. To further reduce mr, a second clip (00725u158), was advanced to the mitral valve. The septum was not too dilated, resulting in difficulty positioning the second clip, as there was not a lot of height. During positioning attempts, the second clip interacted with the first implanted clip, causing the clip to detach from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was implanted medial to the slda clip, stabilizing the first clip and mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.